Event description:
The china customer reported bubbles in the liquid when dispensing buffer and reagents. The liquid dripped out from the probe. Some slides had staining alteration. The field service engineer replaced the aspiration and dispense check valve which resolved this malfunction. The customer prepared new slides and retested manually as there was not another instrument available. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.